Manufacturer narrative:
Manufacturer's investigation conclusion: the 11-volt backup battery, serial number (B)(6), was returned for evaluation following the reported event of the patient undergoing a pump exchange from heartmate ii to heartmate 3. The backup battery was able to operate a mock loop as intended while connected to a known working test system controller after being charged. Per additional information, the battery was likely returned by accident, and information regarding the system controller and the patient related to the backup battery was unable to be provided. The serial number of the system controller was not provided. However, the 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the greatbatch manufacturing datasheet. The heartmate ii patient handbook (rev. C) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to, at least once every six months, contact their hospital contact to charge the backup battery within the backup system controller, to perform a self-test on the backup system controller, and to ensure that the backup system controller¿s settings are identical to the primary controller¿s. If the battery is not charged for a prolonged period, the battery may enter a state of deep discharge and become unable to be charged again. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller which includes its backup battery, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Investigation of the returned emergency backup battery (ebb) revealed deep discharge and corrosion.